Event description:
A (B)(6) female patient underwent an l4-5 lateral interbody fusion procedure on (B)(6) 2018. The patient was placed in a left lateral decubitus position for approach to the right side of the spine. A right flank skin incision was made then blunt dissection into the retroperitoneal space and down to the l4-5 level. The annulotomy, disc resection and site preparation was initiated through the spineology portal. After using a 3 mm pituitary rongeur (a non-spineology instrument) in the ventral disc space, excessive bleeding was encountered. The ventral disc area was packed with gelfoam/thrombin mix and ray-tec sponge for hemostasis. The spineology portal was then removed and replaced with the timberline retractor for broader visualization. Disc space prep was completed and the duo implant (10 mm x 50 mm) was inserted into the disc space and filled with allograft bone. Upon careful removal of the ray-tec sponge, bleeding was again encountered. At this point a vascular surgeon was called and he extended the incision to find an injury to the internal right iliac vein, which he went on to repair. The patient was discharged to the ICU and subsequently discharged from the hospital on pod #4.